Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 190 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer reported that pump was not rewound with reservoir in place and insulin was room temperature when used. After set change customer was discussing options and noticed that reservoir had five air bubbles. Customer also noticed that the connection was loose at the p-cap. After troubleshooting, customer no longer had sets to return. Customer was advised to monitor issue.